Event description:
The following was reported: "my left knee was replaced with the stryker triathlon cr knee joint component. It causes a mechanical interruption of movement at a 100-degree flexion. The constant pain caused by the component has put me on work disability."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #5 l-cem; cat# 5510f501; lot# j672p. Triathlon prim cem fxd bplt #7; cat# 5520b700 ; lot# e319a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
Reported event: an event regarding arthrofibrosis involving a triathlon insert was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of medical records with a clinical consultant indicated " post-operative arthrofibrosis of a tka is confirmed. The root cause of the need for the arthrofibrosis cannot be identified from this limited documentation". Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported the patient is experiencing a mechanical interruption of movement at a 100-degree flexion. A review of medical records with a clinical consultant indicated " post-operative arthrofibrosis of a tka is confirmed. The root cause of the need for the arthrofibrosis cannot be identified from this limited documentation". No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: "my left knee was replaced with the stryker triathlon cr knee joint component. It causes a mechanical interruption of movement at a 100-degree flexion. The constant pain caused by the component has put me on work disability."